Manufacturer narrative:
Of the reported four malfunctions, lot numbers were not provided for any malfunctions and the lot history review were not performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all four malfunctions and image was provided for one malfunction. Therefore, the investigation is confirmed for the reported perforation for all four malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced perforation. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, two were female and one was male, all four patients age ranged from 39-91 years. All other patient details were not provided.